Event description:
It was reported that a patient underwent a spinal surgical procedure on (B)(6) 2013 and suture was used. The next day the patient developed an infection. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: dm6311 or dgz325.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually examined and no packaging related defects were noted.

Manufacturer narrative:
Date sent to the FDA: 1/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.